Event description:
It was reported that the patient was scheduled for vns explant due to the patient reporting the system shocking her. Further follow-up revealed that the patient was assaulted and involved in a motor vehicle accident in (B)(6) 2015. The patient reported to the physician on (B)(6) 2015 that she was experiencing discomfort in her chest. The patient was seen on (B)(6) 2016 at which time high impedance was observed. The generator was programmed off and the patient was referred for surgery. The patient reported that the pain in the chest was a shocking sensation that occurred while riding on the bus. The patient reported that the shock lasted approximately fifteen minutes. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. The patient underwent generator and lead explant. A new system was not implanted. The generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Product analysis was completed on both the explanted lead and generator. Analysis found that the outer tubing of the lead was punctured in several locations and fluid was found on the inside of the outer tubing. However it appeared theses punctures were a result of the explant procedure. The electrode portion of the lead was not returned for analysis and therefore could not be evaluated. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
This information was inadvertently left off of supplemental MFR. Report #01

Event description:
A review of the programming data on the returned generator found that high impedance was flagged on (B)(6) 2015.